Event description:
On (B)(6)2024, a sales representative via (B)(4) reported that an ar-9676 angle reamer drive shaft was stuck inside the ar-9597-20 angle reamer sleeves, 20° and unable to be separated. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20 serial/batch number (B)(6) was received for investigation. Functional testing was performed with a known good mating part, ar-9676 angled reamer and found the devices would not twist together and some resistance was felt. Visual inspection noted signs of wear on the device: striation marks and nicks along the shaft. As well as damage on the proximal and distal end. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.